Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue") and pelvic adhesions ("adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue and pelvic adhesions outcome was unknown. The reporter considered fatigue, migraine, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue") and pelvic adhesions ("adhesions"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, migraine, fatigue and pelvic adhesions outcome was unknown. The reporter considered fatigue, migraine, pelvic adhesions and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ protruding into uterus/migration of essure device location of device: uterus,left essure device protruding into the uterus'), embedded device ('proximally embedded within the tube is metallic'), pelvic pain ('chronic pelvic pain/ pain'), seizure ('seizures') and epilepsy ('epilepsy') in a 37-year-old female patient who had essure (batch no. C03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, metrorrhagia, sinusitis, bronchitis, irritable bowel syndrome, gastroesophageal reflux disease, lipoma (surgically removed), morbid obesity, gastrectomy and cervix inflammation. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2014 to (B)(6) 2015 and mirena from 2011 to 2013. Concurrent conditions included asthma, vaginitis, hypercholesterolemia, allergic rhinitis, uterine fibroids, pelvic prolapse, postoperative bleeding, metaplasia, adenomyosis, paratubal cyst, nabothian cyst, lightheadedness, bariatric surgery, tubal ligation, breast prosthesis implantation, sleep problem, rectal bleeding, frequency urinary, ringing in ears, ear pain, dizziness, vertigo, joint pain, back pain, neck pain, cold extremities, headache, weakness, speech disorder, stiffness, numbness, tingling, tremor, memory loss, confusion, concentration impairment and snoring. Concomitant products included metronidazole (metrogel) for vaginitis as well as aciclovir (acyclovir) since 2010 to (B)(6) 2018, alprazolam from (B)(6) 2018 to (B)(6) 2018, berberine, cetirizine hydrochloride (zyrtec allergy) since 2013, ibuprofen from (B)(6) 2018 to (B)(6) 2018, levetiracetam from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and salbutamol sulfate (proair hfa) since 2013. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection/ numerous uti's"), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("flank pain/ constant flank pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In march 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced migraine with aura ("migraines/ migraines / headaches: migraine with aura") and vaginal discharge ("vaginal discharge/ vaginal dripping"). On(B)(6) 2016, the patient underwent rectocele repair ("rectocele repair"). On (B)(6) 2017, the patient experienced fatigue ("fatigue/ fatigue"), nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), pelvic adhesions ("adhesions"), cystitis ("bladder infection"), urinary incontinence ("bladder or urinary problems: urinary incontinence"), urinary retention ("bladder or urinary problems: urinary retention"), asthenia ("weakness"), dizziness ("lightheaded"), back pain ("back pain") and headache ("headaches"). The patient was treated with antibiotics, carbamazepine, cefalexin (keflex), ciprofloxacin (cipro), iron, levetiracetam (keppra), metronidazole benzoate (flagyl), sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, epilepsy, migraine with aura, fatigue, pelvic adhesions, cystitis, urinary incontinence, urinary retention, nausea, rectocele repair, vomiting, alopecia, abdominal pain, vulvovaginal pain, asthenia and dizziness outcome was unknown, the pelvic pain, seizure, dyspareunia, vaginal discharge, flank pain and back pain had resolved and the urinary tract infection and headache was resolving. The reporter considered abdominal pain, alopecia, asthenia, back pain, cystitis, dizziness, dyspareunia, embedded device, epilepsy, fatigue, flank pain, headache, migraine with aura, nausea, pelvic adhesions, pelvic pain, rectocele repair, seizure, urinary incontinence, urinary retention, urinary tract infection, uterine perforation, vaginal discharge, vomiting and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2016: results: full occlusion of both tubes. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence, urinary tract infection, pelvic pain, left-sided essure device partially protruding into the left side of the endometrial canal, most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet, medical records and social media were received. Events per pfs: perforation (uterus)/ protruding into uterus/migration of essure device location of device: uterus, embedded device, seizures, epilepsy, bladder infection, urinary tract infection, bladder or urinary problems: urinary incontinence, urinary retention, nausea, rectocele repair, dyspareunia (painful sexual intercourse), vaginal discharge/ vaginal dripping, vomiting, hair loss, flank pain/ constant flank pain, abdominal pain and vaginal pain. Event per social media: weakness, lightheaded, back pain and headaches. Outcome for events vaginal discharge, seizures, dyspareunia, pelvic pain, back pain and flank pain were resolved. Urinary tract infection was recovering. Lot number, medical history, concurrent condition, concomitant medication and treatment drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/ protruding into uterus/migration of essure device location of device: uterus,left essure device protruding into the uterus'), embedded device ('proximally embedded within the tube is metallic'), pelvic pain ('chronic pelvic pain/ pain'), seizure ('seizures') and epilepsy ('epilepsy') in a 37-year-old female patient who had essure (batch no. C03097) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine headache, metrorrhagia, sinusitis, bronchitis, irritable bowel syndrome, gastroesophageal reflux disease, lipoma (surgically removed), morbid obesity, sleeve gastrectomy and cervix inflammation. Previously administered products included for an unreported indication: nuvaring from (B)(6) 2014 to (B)(6) 2015 and mirena from 2011 to 2013. Concurrent conditions included asthma, vaginitis, hypercholesterolemia, allergic rhinitis, uterine fibroids, pelvic prolapse, postoperative bleeding, metaplasia, adenomyosis, paratubal cyst, nabothian cyst, lightheadedness, bariatric surgery, tubal ligation, breast prosthesis implantation, sleep problem, rectal bleeding, frequency urinary, ringing in ears, ear pain, dizziness, vertigo, joint pain, back pain, neck pain, cold extremities, headache, weakness, speech disorder, stiffness, numbness, tingling, tremor, memory loss, confusion, concentration impairment and snoring. Concomitant products included metronidazole (metrogel) for vaginitis as well as aciclovir (acyclovir) since 2010 to (B)(6) 2018, alprazolam from (B)(6) 2018, berberine, cetirizine hydrochloride (zyrtec allergy) since 2013, ibuprofen from (B)(6) 2018 to (B)(6) 2018, levetiracetam from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo provera) from (B)(6) 2015 to (B)(6) 2016 and salbutamol sulfate (proair hfa) since 2013. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection/ numerous uti's"), 7 days after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), flank pain ("flank pain/ constant flank pain"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In(B)(6) 2016, the patient experienced migraine with aura ("migraines/ migraines / headaches: migraine with aura") and vaginal discharge ("vaginal discharge/ vaginal dripping"). On (B)(6)2016, the patient underwent rectocele repair ("rectocele repair"). On (B)(6) 2017, the patient experienced fatigue ("fatigue/ fatigue"), nausea ("nausea") and vomiting ("vomiting"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). On (B)(6) 2018, the patient experienced seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), epilepsy (seriousness criterion medically significant), pelvic adhesions ("adhesions"), cystitis ("bladder infection"), urinary incontinence ("bladder or urinary problems: urinary incontinence"), urinary retention ("bladder or urinary problems: urinary retention"), asthenia ("weakness"), dizziness ("lightheaded"), back pain ("back pain") and headache ("headaches"). The patient was treated with antibiotics, carbamazepine, cefalexin (keflex), ciprofloxacin (cipro), iron, levetiracetam (keppra), metronidazole benzoate (flagyl), sumatriptan (imitrex) and surgery (hysterectomy with bilateral salpingectomy and hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, embedded device, epilepsy, migraine with aura, fatigue, pelvic adhesions, cystitis, urinary incontinence, urinary retention, nausea, rectocele repair, vomiting, alopecia, abdominal pain, vulvovaginal pain, asthenia and dizziness outcome was unknown, the pelvic pain, seizure, dyspareunia, vaginal discharge, flank pain and back pain had resolved and the urinary tract infection and headache was resolving. The reporter considered abdominal pain, alopecia, asthenia, back pain, cystitis, dizziness, dyspareunia, embedded device, epilepsy, fatigue, flank pain, headache, migraine with aura, nausea, pelvic adhesions, pelvic pain, rectocele repair, seizure, urinary incontinence, urinary retention, urinary tract infection, uterine perforation, vaginal discharge, vomiting and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: results: full occlusion of both tubes. Total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: incontinence, urinary tract infection, pelvic pain, left-sided essure device partially protruding into the left side of the endometrial canal, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.